Manufacturer narrative:
(B)(4). This device was returned to baxter for evaluation. A visual inspection was performed. The reported condition of an 810:11 failure code was confirmed. The root cause could not be determined. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This issue is being investigated through CAPA.

Event description:
Upon engineering review of this device, a failure code 810:11 was found to have occurred on (B)(6) 2010. This condition interrupted delivery. There was no patient involvement and therefore no report of patient injury or medical intervention. This device is a remediated colleague pump with a user interface module software version of 6.13.90. No additional information is available.